Manufacturer narrative:
(B)(4). Results: advancer disengaged from feedbar the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be non functional. No functional test could be performed due to the condition of the returned device. In addition, the advancer was noted protruding; the device was disassembled and the advancer was noted disengaged from the feed bar. However, it could not be determined what may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, the clip was not fed into the jaws properly at the 1st firing before the device approached the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.